Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 25, 2023 and june 26, 2023. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the photo sample showed evidence of leakage or droplets of total parenteral nutrition (tpn) solution on administration spike port. However, visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak test was performed and leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from the administration port. The issue was noticed during setup. There was no patient involvement. No additional information is available.